Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 malfunction was verified; however, no failure was identified related to the high bg reported issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels reaching 400 mg/dl. The cause for elevated bg levels was unknown. Customer addressed elevated bg levels manual injections. Reportedly, the customer had manual injections as alternate insulin therapy.